Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01050.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while attempting to deploy a smart coil into the aneurysm, the physician encountered resistance and subsequently, the last five to ten millimeters of the coil was unable to advance out of the other manufacturer's microcatheter and into the aneurysm. The physician then made three attempts to reposition the coil, however, the last few millimeters of the coil was still unable to deploy into the aneurysm. Therefore, the smart coil was removed and another manufacturer's coil was delivered into the aneurysm. Next, the physician attempted to deploy a new smart coil into the aneurysm; however, resistance was met again and the coil was unable to completely advance out of the microcatheter and into the aneurysm. Subsequently, the smart coil was removed and the procedure was completed using the other manufacturer's coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the first smart coil¿s pusher assembly. The embolization coil was intact with the pusher assembly. The pet lock was intact on the proximal end of the second smart coil¿s pusher assembly. The embolization coil was intact with the pusher assembly. The non-penumbra microcatheter was bent in multiple locations along its distal shaft. Conclusion: evaluation of the returned devices revealed the smart coils could be advanced through a demonstration microcatheter without issue. Further evaluation revealed the non-penumbra microcatheter was bent in multiple locations along its distal shaft. This damage likely contributed to the resistance encountered by the physician when attempting to advance the smart coils out of the microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.